Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator did not pass power on self tests. The ventilator was not on a patient at the time of the event. The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer to exchange the analog interface (ai) printed circuit board (pcb) and power supply. Medtronic was not authorized to service the ventilator.